Event description:
It was reported that during an ear nose and throat (ent) surgery, it was discovered that the foot control device had cord damage with wires exposed. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement. However, there were no reports of injuries, medical intervention or prolonged hospitalization. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further

Manufacturer narrative:
The initial medwatch stated that the device was pending evaluation in error. As of date the device has not returned for evaluation. Therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.